Event description:
Ous MDR - after an implantation time of about 5 months, an increase in the shock impedance to 150 ohm was reported. A drop in sensing to 2 mv since november 2013 was observed. The lead was exchanged. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The lead was destroyed upon receipt of delivery. The lead was severed 13 cm distal from the is-1 connector pin. About 3 cm of the lead body was missing between the proximal and distal lead fragment. Analysis of the returned lead fragments showed severe signs of wear at the df-1 connector exit. In this area, the cable lead to the rv shock lead showed a lead break. This damage is highly likely the cause of the shock impedance measured at more than 150 ohms. The analysis yielded no evidence to suggest a materials defect or a manufacturing defect. Moreover, the damage showed significant mechanical loads during the service life. The position and type of damage suggest a simultaneous occurrence of great pressure of the lead on the ICD housing and also the lead rubbing against the ICD housing. There is no x-ray imaging or other diagnostic imaging available that would provide information about the locational relationship of the implanted system in the body. There was no indication of a materials defect or a manufacturing defect.